Event description:
It was reported that the patient had experienced allergic reactions over a week, including swelling of the lips, tongue, and face; plus rashes on the face, groin, and arms. No information was provided regarding how long the pod had been in use. No blood glucose readings were reported. The patient was treated in the emergency room with benadryl and steroids. The patient disposed of the pod.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.